Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and thin leaflet for a mitraclip procedure. During the procedure, multiple grasping attempts were performed to achieve adequate reduction of mr. However, these grasping attempts resulted in perforation of the anterior leaflet near the tip. The clip was subsequently removed from the anatomy. The patient was referred for valve replacement surgery. The mr remained unchanged post procedure. There was no clinically significant delay reported.